Event description:
A malfunction alarm occurred, identified as malf 12, but there was no reported adverse impact on the customer's blood glucose level. The customer had not reset the pump for this issue within the last 24 hours, but technical support provided instructions and assisted the customer with resetting the pump. Following the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears, and they confirmed understanding of the instructions.